Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: used and unused needles were returned for evaluation. Upon visual evaluation, no defects were observed. The hole of the needles were examined for suture remnant and none was noted. The needles had a normal swages. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: an undispensed suture was returned for evaluation. Upon visual inspection, the suture had a short insertion.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off of the suture too easily. There was no adverse consequence to the patient.